Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a pump stoppage occurred on (B)(6) 2018. Log file analysis completed by the manufacturer¿s technical services representative confirmed driveline fault alarms with pump stoppage. On (B)(6) 2018, it was reported that the patient was not symptomatic with the pump stoppage. The patient was discharged with an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Although the report of pump off alarms was confirmed through the evaluation of the submitted system controller log files, the cause could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2018 at 20:15:25 to (B)(6) 2018 at 12:49:31. Patient was consistently supported by power module. The driveline fault was silenced throughout the file. Additionally, a pump stoppage event and two separate transient low speed events were captured on (B)(6) 2018 and (B)(6) 2018. Based on past experience with the hmii lvas and similar reported events, the pump stoppage and transient low speed events that occurred while the patient was supported by the power module could be indicative of driveline damage. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) with a non-grounded patient cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.